Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device could not work inside the uterus. When the device was removed from the patient and checked, it was found that the balloon had been burst. No pieces were left inside the patient. The injected normal saline was less than 10cc. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.